Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The sheath was returned to edwards lifesciences for evaluation with the delivery system fully inserted.  The returned sheath was fully inspected and the following observations were noted: scratches on distal end of sheath 1¿ in length; outer jacket separated from inner member near distal tip; outer jacket torn and compressed/crushed inner member 8¿ distal of housing comnut; compressed/crushed inner member 1¿ distal of housing comnut.  Due to the nature of the complaint, functional and dimensional analysis were unable to be performed. The complaints were confirmed visually.  During manufacturing of the axela sheaths, the device and its components are tested and inspected multiple times. The devices were 100% visually inspected for any defects. The final sheath assembly underwent 100% inspection by manufacturing and quality. The inspections and test described above support that proper inspections of the devices are in place to detect issues related to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and revealed additional similar complaints.  A review of the complaint history from august 2018 to july 2019 revealed other returned similar complaints; however, no manufacturing non-conformances were identified during these evaluations.  Available information suggested that patient factors and or procedural factors may have caused or contributed to the similar events. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for sheath shaft withdrawal difficulty, sheath distal tip damaged, sheath shaft compressed, crushed, and outer jacket torn were confirmed based on the condition of the returned device. Investigation of the device and review of complaint history and DHR revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, there was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. In this case the balloon burst during deployment. A burst balloon may fail to return to normal profile. Additionally, it was noted that the patient had an access vasculature minimum luminal diameter of 6mm with mild calcification and moderate tortuosity. A small vessel combined with calcification and tortuosity present challenging anatomy for withdrawing a burst balloon into the axela sheath. If resistance was encountered, additional force and/or manipulation would likely be applied to counter the resistance and may have resulted in the damage observed on the distal tip and the compression observed along the sheath shaft. The additional force may have also caused the outer jacket to tear. If calcification was present near the location of the tear, it would increase the likelihood of this scenario. Compression observed on the sheath shaft may have contributed to the reported sheath withdrawal difficulty. While a definitive root cause is unable to be determined, available information suggests that patient factors (access vessel calcification/tortuosity) and procedural factors (withdrawal of a burst balloon/excessive force/withdrawal of a compressed sheath) may have contributed to the complaint events.  Since no product non-conformance or IFU/training deficiency was identified during evaluation, a product risk assessment escalation and a corrective/preventative actions are not required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-02275. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr procedure, there were difficulties withdrawing the sheath and ruptured delivery system resulting in an iliac artery dissection that required surgical repair. Surgical access was via left femoral artery. The introducer insertion was easy, with a shallow insertion angle. A 23mm balloon valvuloplasty was performed before the valve implantation.  The 23mm sapien 3 ultra delivery system was prepared with +2cc added to nominal volume (total 25 cc) due to the ¿mismatch between vbr (26mm) and sinotubular junction (23/24mm) with semilunar calcification¿. The s3 valve was positioned a little high and the operator pushed a little bit to correct the position during rapid pacing. When balloon inflation started, the valve moved into the ventricle but it was possible to reposition with good final position. After counting 2 sec of inflation time the balloon burst. Despite the burst balloon, the valve was well expanded. While trying to remove the system the ¿broken balloon didn't enter anymore inside the axela sheath, and got stuck. The balloon was blocked in that position.¿ extra force was required to remove the axela and delivery system together, causing common and external iliac arterial dissection and requiring surgical repair. The patient was stable at the end of the procedure. The access vessel minimum luminal diameter measured 6 mm with mild calcification and moderate tortuosity. The physicians believed that the sheath tip damaged and the ¿blocked balloon¿ caused the iliac artery dissection.